Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 was not detecting all pockets. A field service engineer successfully reseated row board cable and retractor band on drawer controller board for drawer 4.1 and 4.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a main drawer 4.2 random cubies with error. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.